Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "while snapping open the cement in the large glass ampoule, employee cut her 1st left digit, requiring stitches. No exposure to patient occurred, employee stepped back immediately from table. Employee states this ampoule broke unevenly outside the scored area in a jagged fashion. She and other sts have noted that after breaking ampoule (using an alcohol pad or gauze) the ampoule leaves glass shards in the cement which need to be manually removed prior to cement mixing/activation". Spoke to reporter. Reporter was not in the operating room at the time of event. A tka was being performed at the time. No surgical delay was reported. The hospital does not have any additional information on the allegation of broken glass having fallen into the cement in the past. No further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reportability awareness date was updated. This date was inadvertently documented as 04/03/2019, however, upon further communication with the sales rep, he confirmed the receipt of information was 05/14/2019.

Event description:
As reported: "while snapping open the cement in the large glass ampoule, employee cut her 1st left digit, requiring stitches. No exposure to patient occurred, employee stepped back immediately from table. Employee states this ampoule broke unevenly outside the scored area in a jagged fashion. She and other sts have noted that after breaking ampoule (using an alcohol pad or gauze) the ampoule leaves glass shards in the cement which need to be manually removed prior to cement mixing/activation". Spoke to reporter. Reporter was not in the o.r. At the time of event. A tka was being performed at the time. No surgical delay was reported. The hospital does not have any additional information on the allegation of broken glass having fallen into the cement in the past. No further information will be released by the hospital or surgeon.